Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion while drops infusion. The event occurred during an unspecified process step in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.